Event description:
The customer reported that the system intermittently would not display a fluoroscopic image. This resulted in an intermittent recoverable loss of imaging functionality. This could result in procedural delays. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.